Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad required excessive force to activate during testing, it was observed that the contrast key contact was misaligned and inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. All the keypad buttons sticking and reportedly need to be pressed multiple times for a response. The pt reported that the keypad is intact. There was no adverse event associated with this complaint.